Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'pump turn off without input' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages. The cause was determined to be depressed contact pins on rear case which may cause battery to not receive charge, thus battery will be depleted to the point where pump shuts off without user input. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input upon power up at the cardiology department. There was no patient involvement. No additional information is available.